Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis and the customer reported issue was confirmed based on a review of the system error log, which identified multiple m-02 errors, but was not replicated by failure analysis. The iesu was analyzed and found to both energize and cauterize with all ports recognizing instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) presented an m-02 error. The customer performed multiple power cycles on the iesu with no further presented errors. The procedure was completed utilizing a back-up da vinci system with no reported injury.